Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was not returned. Using a guidewire sample to test by back loading, the wire passed through the distal tip and could not go any further at distance 84.5cm due to conductor distorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the guidewire encountered resistance and could not pass normally through the left ventricular (lv) lead. The lv lead was removed and replaced with a different guidewire. No patient complications have been reported as a result of this event.